Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to " improper/inadequate maintenance". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was using the bard catheter years ago which had jagged edges on the eyelets that caused bleeding. There was no product specific information provided. It was noted that the liberator medical service did not provide the catheters to the patient to april 2021. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was using the bard catheter years ago which had a jagged edges on the eyelets that caused the bleeding. There was no product specific information provided. It was noted that the liberator medical service did not provide the catheters to the patient to (B)(6) 2021. No medical intervention was reported.